Event description:
Baxter brazil reports 5 fiber leaks noted during first use of dialyzer. Health care professional reports an estimate of 86cc blood loss for each report. Baxter brazil reports no pt injury or medical intervention required due to these events.